Manufacturer narrative:
(B)(4) - damaged anti-backup. The analysis results found that the mcm30 device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality; the device was cycled and it fed one clip and the clip fell off when the anti-backup feature was tested; the remaining clips were properly fed and formed. In order to evaluate the condition of the internal components, the device was disassembled and the anti-backup lever was noted to be worn out, which caused the anti-backup feature failure. It is possible that this condition was caused by attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open. This condition is not related to the reported event. No conclusion could be reach as to what may have caused the feeding issue. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open esophagectomy, the clip was not fed into the jaws smoothly. Another device was used to complete the case. There were no adverse consequences to the patient.